Event description:
During the procedure, the first microsphere 10 cerecyte microcoil (csp10040030/g12169) placed in the aneurysm pushed the echelon 14 microcatheter out of the aneurysm, and then the attempt to re-sheath the coil was not successful. The same situation happened with the second coil (same catalog and lot number). After the event, one of the two coils stretched, because the coil was out of the introducer sheath, and the coils remain attached to the delivery systems. The procedure was completed the procedure successfully with cashmere coils. The aneurysm was located at the basilar tip and the vessel was normal. There was no patient injury reported and the component will be return for analyses.

Manufacturer narrative:
During the procedure, the first micrusphere 10 cerecyte microcoil ((B)(4)) placed in the aneurysm pushed the echelon 14 microcatheter out of the aneurysm, and then the attempt to re-sheath the coil was not successful. The same situation happened with the second coil (same catalog and lot number). After the event, one of the two coils stretched, because the coil was out of the introducer sheath, and the coils remain attached to the delivery systems. The procedure was completed the procedure successfully with cashmere coils. The aneurysm was located at the basilar tip and the vessel was normal. There was no patient injury reported and the component will be return for analyses. The coil was returned undamaged. However, concerning cleanliness, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related to the microcatheters movement off the target site may have been removed prior to being returned. The microcoil system was returned heat sealed inside bubble wrap. The coil was returned unsheathed and exposed. Located at the distal tip of the skive, the device positioning unit (dpu) protrudes outside the sheath until entering the resheathing tool. No mechanical sheath damage was found at this site, however located 31.5 centimeters off the distal tip of the green introducer is a section of severe mechanical sheath damage that opened up the skive. Using an in-house echelon 14 microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil moved freely at all times during laboratory testing. The most likely root cause of both the microcatheter moving off target site and the resheathing difficulty may have occurred when the resheathing tool caused severe mechanical damage to the sheath which resulted in the dpu protruding outside the sheath. This would have also caused a binding action between the dpu, sheath, and the coil. This binding action would have produced significant resistance which may have caused the microcatheter to move off the target site. In addition, when the dpu protruded outside the sheath this condition would have prevented the resheathing of the coil. The circumstances of how the resheathing tool caused this damage during the procedure cannot be determined. In addition, without the return of the echelon 14 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Due to the nature of the issue, the difficulty encountered during position of the coil could not be evaluated; however, there were no damages or discrepancy with the returned coil. The cause of the damages found on the device could not be conclusively determined; however, based on the information it is likely related to post procedural handling/packaging/return. Based on the analysis and the device history records there is no indication of a relationship to the manufacturing process. It is possible that vessel/aneurysm characteristics contributed to the event; however, no definitive root cause conclusion can be made. Additionally inspections are in place to ensure devices are within specification prior to leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1226348-2013-20024 and 1226348-2013-20025.